Manufacturer narrative:
The following fields were updated: b4 date of this report b5 describe event or problem g4 date received by manufacturer g7 type of report h2 follow up type h10 additional narratives/data.

Event description:
It was reported a custom cranial implant was removed due to infection. The surgeon does not believe the implant was the cause of the infection. A new custom implant was implanted and the patient is currently on antibiotics. No additional patient consequences have been reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00276, 0001032347-2020-00278. Medical products: htr pmi burger right temporal parietal implant, part# pm622515, lot# 937140. 1.5mm system 6 hole extra long double y plate, part# 01-7114, lot# ni. 1.5mm system high torque (ht),sd,x-dr,scr,5/pk, part# 91-6104, lot# ni.

Event description:
It was reported a custom cranial implant was removed due to infection. The surgeon does not believe the implant was the cause of the infection. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed, because a revision surgery was reported. The devices were not returned for investigation and no photos, scans, x-rays, or physician's reports were provided. For these reasons, no functional testing or visual evaluations could be conducted. The DHR could not be reviewed due to the lot numbers remaining unknown. There are no indications of manufacturing defects. The most likely underlying cause could not be determined from the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.